Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid leaking from the cassette door of their liberty cycler following peritoneal dialysis therapy. The patient was attempting to remove the cassette when the leak was identified. It was unknown when the leak began. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the leak was unknown. The patient continued peritoneal dialysis therapy with manual supplies until their new cycler was delivered. There was no patient symptoms or injury resulting from the reported incident. The cassette was no longer available for evaluation. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.